Event description:
Caller reported a malfunction on the pump, which resulted in their blood glucose level reaching 351 mg/dl, exceeding 500 mg/dl (27.7 mmol/l). Correction was provided by the customer through injection via multiple daily injections (mdi), requiring no third-party assistance. Technical support responded by sending a replacement pump and providing instructions about storage mode and pump return procedures, which the caller understood and acknowledged. The customer reverted to an alternate method of insulin therapy.